Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the catheter on the device was bent. It was reported that this was not used on patient. Staff noticed it was bent and opened another device. It was reported that the patient condition was not affected and the procedure outcome was good. There were no other devices or equipment used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, and the completed investigation. The actual device was initially reported as available for evaluation, however, to date, the device has not been returned. Updated to reflect no device return. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.